Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and inspected the probes, pumps, syringes, tubing, and fittings. The cse also inspected and cleaned the luminometer. The cse then checked the wash station and port dispenses and found that the sample syringe was tight. During the follow-up visit, the cse replaced the sample dilutor and syringe and reagent probe syringe. The cse primed the reagent probe and tested air pressure for the sample probe. The cse performed precision testing and ran quality control, which were acceptable. A siemens headquarters support center specialist reviewed the service report and concluded that even though tni-ultra precision issues are generally related to the poor wash performance, issues with the sample or reagent syringe may also cause intermittent discordant results, however, would likely flag system errors. This must be considered as an isolated event. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur cp instrument and on the same instrument, resulting lower both times. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni-ultra result.